Event description:
Recurring telemetry problem producing fourteen patient safety reports and affecting a number of patients. The main issue is described as compressed waveforms, with specific comments including: at approximately 1307 pt telemetry rhythm became compressed; at approximately 0610 patient telemetry rhythm was compressed due to computer glitch; telemetry monitors experiencing "compression," making the patient's six second rhythm strip indeterminate.what was the original intended procedure?telemetry monitoring.device #1is this a laboratory device or laboratory test?no.